Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and battery charger. System operates as intended.

Event description:
Customer reported the system displayed a generator error while booting up. No pt injury was reported.